Event description:
The surgeon reported the vitrectomy probe released compressed air instead of balanced salt solution (bss). The air release caused an increase in pressure to the anterior chamber resulting in a prolapsed iris and loss of pigment epithelium. The cornea was sutured and intracameral miochol was used. The surgery was completed with a second probe, which functioned well. There was a ten minutes delay. The surgeon did not report any permanent damage to the eye, and the patient outcome is good.

Manufacturer narrative:
The vitrectomy probe was received for in house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.